Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed, however it was performed before the sample evaluation was done and it did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water cannot be injected during pretest of foley catheter.

Event description:
It was reported that the sterile water cannot be injected during pretest of foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.